Event description:
It was reported that pump displayed a malfunction alarm labeled malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement and was provided with a replacement pump as backup therapy.